Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a low battery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer is calling for the second time regarding low battery. The customer is calling back because replacement battery cap did not resolved the issue. The customer is currently using new aaa alkaline battery. The customer was advised that the insulin pump will need to be replaced. The customer was instructed to return insulin pump with battery cap and batteries intact and to zero out basal rates.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.